Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a short battery life. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the short battery lifetime and the type of battery in use was energizer. Troubleshooting was performed for the replace battery now alarm and the serialized device was replaced. The customer reported receiving replace battery alert. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The p-cap locks properly into the reservoir compartment. The pump failed the sleep current test, active current test and self test. Pump failed the sleep current test and active current test due to moisture damage on pcba 1. Pump failed the self-test due to missing segments/partial display. Pump history files and traces successfully downloaded using thump. The power management graph was not able to display the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) due to too large of a time differences on the graph. Pump did alert low battery less than 7 days for all battery changes in the history file near the event date: lowbatteryalert (104) 02/01/2025 17:40, 02/06/2025 07:11, 02/11/2025 08:15, 02/12/2025 15:12 patient received low battery alerts prior to pump shutting off with no unexpected battery power losses noted in the history file. The pump was cut open and found moisture damage on pcba 1 and a crack on the lcd controller. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay and damaged serial number label power problem-battery loss confirmed during analysis due to moisture damage on the electronic assembly. Power problem-charge/battery lasts less than expected confirmed during analysis due to moisture damage. Missing segments/partial display confirmed during analysis due to cracked lcd controller. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.